Event description:
Affiliate reported that fluid did not flow through the valve. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.